Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "tops that pop off after the tube is analyzed and re-capped with the original top when using product 367960. Caps are not being removed prior to use and blood is drawn and spun and then cap is removed prior to placing on instrument to be analyzed. Once testing is done, the tube is re-capped, which at this point the cap may pop off with handling, storage or transport."

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "tops that pop off after the tube is analyzed and re-capped with the original top when using product 367960. Caps are not being removed prior to use and blood is drawn and spun and then cap is removed prior to placing on instrument to be analyzed. Once testing is done, the tube is re-capped, which at this point the cap may pop off with handling, storage or transport.".

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-20. Mat: lot: 2042050. 5 samples from lot 2042050, (5 samples from lot 2132115, additional tubes provided- results captured under separate complaint investigation), and 1 photo were returned by the customer in support of this complaint. The samples from both lots were visually inspected with no issues with the hemogard closure assembly, the tubes were draw tested and no decapping was identified. The photo shows tubes in a tray with a translucent closure on one of the tubes that is not applied at the time of manufacturing. Do not force the blood into the tube, as this may result in overfilling or the potential for a blood exposure if the excessive pressure in the tube results in the cap coming off. The instructions for use state that reinsertion of the hemogard closure is to replace closure over tube, twist and push down firmly until stopper is fully reseated. Complete reinsertion of the stopper is necessary for the closure to remain securely on the tube during handling. Additionally, 100 retention samples from both lots were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were functionally tested with all weights being within specification limits and, no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode with the samples that were returned, and the failure mode could not be seen in the photo as the closure was not the manufactured closure and could not be duplicated in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.